Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k101880.

Event description:
It was reported that the implant at tooth site #19 fractured and was removed. Implant fractured during use.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one tapered screw vent implant (tsvt6b10). Visual evaluation of the as returned product identified fracture around the platform and bone residue around the external threads due to usage. DHR review was completed for the subject lot number 62669932. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot (62669932) and no similar event or complaint was found. (Complaint category keyword: fracture: implant). The customer did not submit any images/x-ray. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, precautions, and adverse effects. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".